Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced two infusion set fell off event on 05-jun-2024 . The glucose level was around 9 mmol/l. The infusion set was in use for almost 2 days. No further information available.

Manufacturer narrative:
Initial and final MDR 1928211 - MDR 3003442380-2024-18357 - device 1 of 2.